Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter of a defined amount of samples is tested from every lot and the stent retention force is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
A synsiro pro drug-eluting stent system was selected for treatment of a mildly calcified lesion in a moderately tortuous part of the mid lad. After pre-dilation of the lesion (no further information available), the affected device was introduced into the patients body but the stent became loose while advancing it through the lesion. When the affected device was withdrawn, the stent was no longer on the balloon. The stent could not be found due to which the patient returned to the cathlab the next day. During that intervention, the initial lesion was treated successfully.